Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6) 2024 it was reported that patient's infusion set's tubing got detached from the tubing connector while she was getting dressed. The site location was patient's abdomen. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.